Manufacturer narrative:
The customer's meter and test strip were returned. Upon visual inspection, the customer's meter and test strip showed no damage or defects. The returned test strips were measured with the returned meter with a high-level control sample: qc target range 2.4-3.0 inr qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result from a capillary sample was 5.7 inr. The laboratory result from a venous sample was 3.8 inr. The two measurements were said to be have been performed at the same time. The customer's therapeutic range is 2.3 - 2.8 inr. The results were reported to the customer's doctor. There was no allegation of an adverse event.